Manufacturer narrative:
Unit received with no battery cap, therefore cannot determine if battery cap is cracked, damaged. Unit received was properly tested using a test battery cap. Unit power up properly after battery installation. Unit passed sleep current measurement, active current measurement and self test. Power connector plug in and locked in place properly. No blank display noted during testing. Pump received with partially broken retainer ring. Unable to perform displacement test due to partially broken retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: cracked case (battery tube), cracked case-corner of belt clip rails, broken belt clip rails, partially broken retainer ring, missing reservoir tube o-ring, broken reservoir tube lip, pillowing keypad overlay and minor scratches on case. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had blank display. The customer stated that contacts on the battery cap was damaged. Display did not return after insulin pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.